Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump did not emit an audio tone or vibrate upon rebooting. This complaint is being reported because it was not resolved at the time of the call. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibratory features. All sounds settings were confirmed to be set to on, high. During testing, the audible and vibratory features responded appropriately and the pump displayed the correct messages on the screen. The complaint was not able to be duplicated during the investigation; the audio tone and vibration features found to be fully functional. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.